Manufacturer narrative:
(B)(4). Device manufactured on 06/23/2008. The device was returned to baxter and an evaluation was performed to investigate the reported issue. A device history record review was performed and revealed no issues that could have caused or contributed to the reported problem. An event history review log was performed and there were not any keystrokes, programming, or use related events that would indicate and/or contribute to the problem. The power on self-test was successfully performed. A visual and functional test was performed with no abnormalities noted. A power on self-test was successfully performed. There was no non-conforming product identified related to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The patient was not hospitalized prior to death. The automated peritoneal dialysis therapy was ongoing until death. The patient was performing therapy with the homechoice device at the time of death. An autopsy was not performed and a death certificate was not available. The cause of this patient¿s death is unknown, but was suspected by the spouse to be due to problems associated with an unrelated medical condition. Additional information was not available at this time.